Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab failed to detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery c6 with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 4.2 mm distally and 4.9 mm proximally. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The stroke onset to reperfusion time was 0. It was reported that after the aneurysm stent was deployed, it failed to detach. The battery was replaced, the thread and needle tip in turn, saline solution was applied to the needle tip, and the microcatheter was confirmed to be 2-3mm away from the mark. After repeated attempts, the solitaire failed to detach. The customer replaced it with a competitor's stent. The physician attempted to detach the stent 3-5 times with the detachment box, for 1 min each time. The detachment box and cable were re-used. There was no damage to the detachment box. The catheter tip was 2-3mm from the detachment zone. The detachment zone was not up against the vessel wall. A 20g needle was used during detachment. The needle was placed in the muscle of the neck and shoulders of the patient. The detachment box displayed as indicated in the IFU. The black cable was connected to the needle. The red cable was connected to the push wire. The push wire was on a dry, clean surface. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a rebar 18 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab failed to detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery c6 with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 4.2 mm distally and 4.9 mm proximally. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The stroke onset to reperfusion time was 0. It was reported that after the aneurysm stent was deployed, it failed to detach. The battery was replaced, the thread and needle tip in turn, saline solution was applied to the needle tip, and the microcatheter was confirmed to be 2-3mm away from the mark. After repeated attempts, the solitaire failed to detach. The customer replaced it with a competitor's stent. The physician attempted to detach the stent 3-5 times with the detachment box, for 1 min each time. The detachment box and cable were re-used. There was no damage to the detachment box. The catheter tip was 2-3mm from the detachment zone. The detachment zone was not up against the vessel wall. A 20g needle was used during detachment. The needle was placed in the muscle of the neck and shoulders of the patient. The detachment box displayed as indicated in the IFU. The black cable was connected to the needle. The red cable was connected to the push wire. The push wire was on a dry, clean surface. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a rebar 18 microcatheter. 2025-aug-21 e1 (rep, hcp, for): additional information was received. The cause of the event was that the stent could not be detached. The physician felt normal resistance while delivering the stent, which was deployed for about 5¿10 minutes and was not in a bend. Both the detachment box (solitaire special detacher) and cable were reused, with their lot numbers unknown; the cable had been disinfected and reused. The physician attempted detachment 3¿5 times during the procedure, using a new battery. The sterile needle used was 20g, and the cable polarity was set up as indicated in the IFU. The detachment box displayed figures between 7 and above 8 volts, not ¿0.0¿ volt. No visible damages were found on the detachment cable.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Solitaire ab is not currently approved in the u.s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Solitaire ab is not approved in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.